Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that upon procedure the patient's system diagnostics recorded high impedances on a lead. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective therapy restored.